Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history report (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant product: carto 3 system; model #:m-4800-01; serial #: (B)(4). Stockert generator; model #: unknown; serial #: unknown. (B)(4).

Event description:
It was reported that a patient, (B)(6) male, underwent a idiopathic ventricular tachycardia (idvt) procedure with an ez steer navigational 4mm catheter, which suffered a heart block av third degree. The patient¿s baseline before the procedure was conduction disease (bundlebranch plus block). After ablating the patients¿ fascicular vt, the patient was in complete heart block. Pacing was not needed. The prognosis for the patient was that he might require a pacemaker. The patient possibly required hospitalization. No further information is known regarding the patient status. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. Per 21 cfr, part 803, this complaint is reportable.